Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), DHR requested - other reasons, harm reported with no reported allegation of a device malfunction. The customer reported blood glucose value of 516 mg/dl. The customer reported hyperglycemia, treated with manual injection/insulin pen, IV insulin drip (intravenous insulin infusion), hospitalization: overnight stay. Customer reported the following led up to the event: having headaches document treatment for high bg: IV drip and injections. The event involved product(s) mmt-1880, mmt-7020a, mmt-332a, mmt-242a. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. Customer reported high bgs. No further patient complications were reported. Mmt-1880 was requested and customer response was the device will be returned. No product return is required for mmt-7020a. No product return is required for mmt-332a. No product return is required for mmt-242a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The customer was not hospitalized.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0873 inches. The pump was received with broken belt clip rail. The following were noted during visual inspection: minor scratched display window, scratched case, cracked case at corner of the belt clip rail, pillowing keypad overlay and cracked keypad overlay at the select button. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. The original battery cap had slight damage (1 heat stake post was broken). Please see the user time date change listed below in the pump history file. 01/25/2024 08:19:24.000 usertimedatechange (3) systemtime = 01/25/2024 08:19:24.000 newsystemtime: 03/15/2024 13:28:24.000 there was no data available on 11-mar-2024 in the pump history file. Unable to verify bolus delivery, source of boluses delivered, daily total of all insulin delivered and any alarms/suspends for event date 11-mar-2024 due to no data available in the pump history file. There was no data available 1 week prior to the event date 11-mar-2024 in the pump history file. Unable to perform the history review 1 week prior to the event date 11-mar-2024 in the pump history file due to no data available. The pump passed the functional testing. Unable to confirm alleged high bgs. Cosmetic damage was confirmed at the back of the pump. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.